Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they think they may have pulled a lead because they have about as much pain as they had before the spinal cord stimulator was put in. Caller stated that they had a total knee replacement surgery about 9 weeks ago and one night when they went to bed they think they relaxed too much and twisted their back and may have pulled out a lead. Caller stated that they hurt like they did before the scs was placed and in almost the same exact spot. Agent had caller confirm that stimulation was on. Caller was seeing group a and programs 1-4. Caller went into the program 1 settings and saw intensity of 1.5. Caller confirmed this is their normal setting. Caller was able to increase the intensity and lower it. Caller noted they could feel the difference in the stimulation with the change of intensity. Agent reviewed with caller that everything appeared to be working. Caller denied any unexpected stimulation sensa tions. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue and have the implanted system and programming checked. Caller noted that they are a veteran so they need a referral to see anyone. Caller stated they could go to dr. Joanna swartzbaugh but she wants to do an MRI and the va insists that caller have xrays instead.

Manufacturer narrative:
Concomitant medical products: product ID 977c190 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c190, serial/lot #: (B)(4), ubd: 04-feb-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.